Event description:
It was reported that the patient underwent a revision procedure due to urinary incontinence resulting from kinked tubing with an artificial urinary sphincter (aus). The aus remains implanted and active and the tubing was unkinked and the device worked well. The patient fully recovered following the procedure.

Manufacturer narrative:
Correction:g5.

Event description:
It was reported that the patient underwent a revision procedure due to urinary incontinence resulting from kinked tubing with an artificial urinary sphincter (aus). The aus remains implanted and active and the tubing was unkinked and the device worked well. The patient fully recovered following the procedure.